Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing on a pulmonary bullae with thoracoscopic surgery, the reload came out and after a while it broke off but was able to retrieve. It was also reported that there was an incomplete staple line centrally and lung injury. This resulted in extended surgical time of 30 minutes due to the product problem. They used another device to complete the case.